Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This event was determined to be supplemental to MFR # 2916596-2024-05457 the investigation findings will be submitted under there.

Event description:
It was reported that a 45-year-old male with dilated cardiomyopathy (dcm) underwent heartmate 3 implantation. From 14 months postoperatively, they were repeatedly hospitalized for ventricular tachycardia (vt), with progressive renal dysfunction and worsening aortic regurgitation (ar). Pump speed adjustment led to clinical improvement, and they were followed up as an outpatient. The patient was later admitted in shock and underwent emergency surgery after being diagnosed with extrinsic outflow graft obstruction (eogo). Postoperative recovery was uneventful.